Manufacturer narrative:
On previously submitted report, addresses in the section d and g were wrong. Section d and g has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was not charging. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's power supply needs to be replaced to address the issue.